Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracic procedure, the orvil was inserted by the anesthesia resident, the tube was inserted orally without difficulty and was able to grasp the esophagus. It was pulled slowly and the only part that came out was the tubing, no anvil, it must have come apart somewhere in the esophagus proximally, the safety cord was still attached and was able to pull out orally. So they decided to insert it retrograde by making a bigger hole in the esophagus, they soaked the anvil and rinsed it well and made a purse string and fired the stapler without difficulty, the staple line was nice and we had two full donuts. Patient was discharged and doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device came apart intra thoracic during surgery.